Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a unspecified serious injury related to the device. The patient states he's suffered injuries and still suffers from these injuries and attributes his pain and suffering to the use of the defective product. Medical intervention was not specified. The manufacturer's investigation is ongoing. This is a legal case so no other information can be obtained, if obtained a follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.